Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV and textured implants. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Yellow particles observed on the surface of the shell. Additional, changed, and/or corrected data: b5, d9, h3, h6 the event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV and textured implants.

Event description:
The device has been explanted.